Event description:
Implant process failure: patient was implanted on [redacted] with azure pacemaker model w1dr01, serial number [redacted]. Patient was not entered into the medtronic monitoring site carelink by vendor, this put patient at risk for loss of follow up. Without being registered into the site, the patient's implanted device is not monitored. Manufacturer response for cardiac monitor website, carelink (per site reporter)